Event description:
Customer alleged that a patient got their head stuck in the opening of the left head siderail. There were no injuries to the patient.

Manufacturer narrative:
The entrapment occurred in zone 1. The account cut the left head siderail in order to extract the patient's head. The position or elevation of the head siderail at the time of the event was not recorded. The siderails did not have siderail inserts or hbsw kits installed.